Event description:
It was reported that during an anterior cruciate ligament surgery after retraction of the graft, there was no support in the femoral shuttle system. The button of the tightrope was correctly flipped and the graft could be inserted without any problems. However, the graft slipped thereafter. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-1588rt-2j tightrope ii rt, with deploying suture, serial/batch number (B)(6), was received for investigation. Visual evaluation found that the device was received with the suture tape loops broken off and without the tigerwire suture. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces to the construct during use.